Event description:
It was reported that a flogard infusion pump experienced an f-38 alarm. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(6). (B)(6). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection, functional testing and a review of the alarm log was performed. Functional testing and the review of the alarm log revealed that the device had presented an f-38 alarm. The cause of the condition was determined to be force sensing resistors (fsrs) out of specification. To correct the condition, the fsrs were replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.